Manufacturer narrative:
(B)(4). 3004753838-2026-157348 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. After submission of the initial MDR, the medical review was updated on 05/27/2026. The patient confirmed that although ems was contacted, there was no serious injury or third-party medical treatment required for this event or permanent impairment. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of the patient hypoglycemia syncopal episodes due to inaccuracy that occurred two separate times. Please see related record cmpl-(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This event was described as a second occurrence; however, the exact date was not provided. During the event, the patient was driving on the interstate when he experienced a hypoglycemic syncopal episode. Emergency medical services (ems) responded, and the patient was transported to a level 1 trauma center for evaluation. A bg measurement obtained at that time was reported as 40 mg/dl. No cgm readings were reported or available for this event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.